Event description:
Customer called regarding the meter allegedly powering off and giving incorrect date/time. They did not report any symptoms. They did not take any medication. There was no evidence of any adverse event, based on he info provided. The meter was replaced due to an unresolved issue.